Event description:
Customer reported receiving glucose readings of "hi" and 216 mg/dl from her precision xtra meter and self-administered insulin, which resulted in symptoms of hypoglycemia and loss of consciousness. The customer reported eating food and drinking juice to counteract her symptoms. Customer reported being diagnosed with hypoglycemia at a health care facility and treated with food and a shot that she was not able to recall its content. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.